Manufacturer narrative:
Device evaluation is not necessary as the reported events (infection, dehiscence wound, paralysis, voice alterations, dysphagia, weight loss, numbness, and keloid scarring) are not related to the functionality or delivery of therapy of the device but rather the result of the surgical procedure. (B)(4).

Event description:
It was reported that the patient was being referred for a full system replacement following an explant due to infection. It was noted that the infection presented shortly after the patient was implanted, however an exact timeline was not provided. Further follow up with the physician confirmed that they did not have an exact date that the infection occurred; however, when she saw the patient 2 weeks after the implant procedure, the patient was already showing problems at the chest incision site. The physician described the chest incision site as being irritated and showing puss, noting that it was most likely infected at that time. The physician encouraged the patient to go back to the surgeon, who explanted the device approximately 2 months after implant. The physician informed that they believe that poor surgical technique led to the infection, and the physician does not believe that the vns product itself caused the infection. The physician did note that right before the physician explanted, a piece of suture popped of the incision and the patient report bleeding from their incision site prior to the explant procedure. The physician again contributed this to poor surgical technique. The physician informed that following the explant procedure for the infection, the patient lost their voice, could not swallow, experienced paralysis of the laryngeal, and lost 20lbs due to these symptoms. The physician informed that since that time, the patient's condition has improved. It was reported that the patient's voice came back and their swallowing normalized. The physician noted that they still have a keloid scar at the chest site and were left with some numbness as a result of the surgeon's procedures. The physician mentioned that she would have not explanted the device and believed the infection could have been treated with antibiotics instead of putting the patient back through surgery. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.